Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. X-ray was performed which confirmed the dislodgement. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned. Visual and x-ray inspection of the lead found no anomalies to the lead body. Electrical testing was normal. The s-curve hump height was measured within specifications.